Event description:
The following was reported to hamilton medical ag: the start ventilator function was disabled, and the options key could not be found. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: it was reported that when starting up, the options are not found or have been lost. The ventilator cannot be used. No patient involvement. No parts or log files have been returned for investigation: however, hamliton medical ag was informed that the esm was identified as a defective component, after replacing the esm the device functioned as intended. This case is considered as closed.